Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The file indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal 20.0 diopter, (1.5 extended depth of focus) lens was removed and replaced with a non-company monofocal lens ( 20.0). Due to the exchange of an extended depth of focus lens to a monofocal lens may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following implantation of an intraocular lens (iol) the patient could not see distance and no more vision near even with correction. In surgeon's opinion, the lens did contribute to event. The lens was exchanged with non company lens in a secondary procedure. There was no patient harm.